Manufacturer narrative:
Date of event: approximated based on the date of explant which was 2 weeks after the implant date. Explant date: 2 weeks after the implant date.

Event description:
It was reported that the patient underwent an explant procedure due to infection. No further information has been obtained despite good faith efforts.